Event description:
It was reported by the customer's biomed that the device would intermittently not charge properly during testing at lower energy levels in paddles mode. It was indicated that it would take 2 to 5 minutes to charge up to 10 joules. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control recommend testing with a second pair of paddles; however, the device will most likely need a new power conversion board. The part number and ordering information was provided to the biomed. The customer's biomed later confirmed that replacing the power conversion pcb resolved the reported failure and the device had been placed back into service for use. The removed pcb has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.